Event description:
The dealer alleges the chair shipped to him with a cracked cross brace. No consumer is involved. No injury alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. The cracked cross brace was discovered when the device was unpacked from shipping. It is an out of box failure. Model in8ahanfr serial number (B)(4) was issued user manual part number 1163197 rev d ((B)(6) 2010). A fail safe warning is provided for potential out of box failures such as cross brace breakage. The warning can be found on page 2 of the users manual and page 2 of the service manual part number 1164941 rev a. The warning states: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." The initial set-up found the defect. The fail safe warning worked as expected.